Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "fails distal occlusion test" was not reproduced. The device was tested for downstream occlusion detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Despite the device passing the downstream occlusion testing, the downstream sensor calibration values were found to be slightly out of specification. The force sensor no-tube and force sensor scale factor calibration is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the distal (downstream) occlusion test. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.